Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, several non-reportable phenomenon such as a damaged front panel, worn-out slider switch, light output being less than spec, faulty pump unit, damaged lens base, and corrosion on the bottom and front panel chassis were identified. The reported problem was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the charred inlet fuse could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. However, a charred fuse component was found on the ac inlet of the power supply, indicative of a bad power supply. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the device would not turn on. There was no patient injury, associated with the problem, reported to olympus.